Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient had pocket pain. There was no know n environmental, external, or patient factors that may have led or contributed to the issue. The rep stated there was no known interventions/actions that were taken to resolve the issue. The rep stated the issue was not resolved at the time of the report. The rep noted surgical intervention did not occur, but was planned. Additional information from the healthcare professional (hcp) reported the patient began experiencing pain at the implantable neurostimulator (ins) pocket on (B)(6) 2017. The hcp stated they called the patient told them to ice the area and take ibuprofen. The hcp stated the cause of the pain was postoperative pain, which the hcp noted, could take 4-6 weeks for healing time. There were no further complications that have been reported as a result of this event.